Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was 156 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the led display screen had a scratch that went diagonally across the screen. Customer advised they were unable to read the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current tests. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.